Manufacturer narrative:
Device evaluation the device evaluation for the echo-19 device of lot was returned for evaluation open in its original packaging. With the information provided, a physical examination and document-based investigation was conducted this file will capture the needle advancement issue reported by the customer. The device related to this occurrence underwent a laboratory evaluation on 25 mar 2026. The lab evaluation notes and lab attendance can be viewed in the ¿examination of returned device¿ section. The below observations were observed. Visual inspection: syringe not returned. Stylet examined and no issue observed, biological matter observed on the stylet. Distal end of needle examined and no issue observed. Biological matter observed on the needle. Functional inspection: sheath extender able to advance and retract with slight difficulty. Needle handle unable to advance. Stylet removed from the device with no issue. Stylet re-inserted with no issue. Needle removed from the device and proximal needle kink observed below the sheath extender. The reported failure was not observed as clinical setting could not be replicated. It should be noted that this file is related to another complaint files (B)(4) ¿ no negative pressure (B)(4) ¿ luer lock syring off center. Manufacturing records prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data the review of relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label the notes section of the instructions for use, ifu0101 which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use. There is no evidence to suggest that the customer did not follow the instructions for use (ifu0101). Image review an image was not returned for evaluation. Root cause analysis a definitive root cause for the customer complaint could not be determined. A possible root cause could be attributed to the proximal kink below the sheath extender observed during the lab evaluation contributing to the needle advancement issues reported. This kink may have occurred due to some over torque on removal of device post first pass or on attachment for second pass. Another possible root cause could be attributed to positioning of the device within the scope causing the difficulty of the needle exiting from the sheath or the device possibly being held at an angle when trying to advance the needle. It is also possible that the lesion was hard and difficult to penetrate which contributed to the difficulty encountered in advancing the needle and the subsequent kink observed on it. It is known from the available information that the user felt this 1st puncture was very tight and there was resistance felt while inserting the device through the scope. Confirmation of complaint complaint is confirmed based on customer / rep testimony. Corrective action/correction complaints of this nature will continue to be monitored for similar events. Summary of investigation according to the customer the needle would not advance from the sheath. Confirmed quantity of 01 device, confirmed used. According to the initial report, the patient did not experience any adverse effects due to this occurrence a new echo-19 device was used.

Event description:
During ultrasound puncture, a new echo-19 was taken out for inspection, and it was found that the negative pressure syringe was missing the red accessory part. When performing ultrasound puncture, it was discovered that the suction device of the 19g fna needle that was just opened did not have negative pressure. The needle was particularly tight after being inserted once, and it got stuck in the sheath when viewed through the endoscope. It was particularly tight when pushed further forward. The second puncture could not be preformed, so a new echo-19 was taken out for subsequent ultrasound puncture. Was the issue identified prior to opening the packaging? No were any preparatory steps performed to the device (per instructions for use, if applicable) prior to noticing the missing part? Yes please describe the location in the body for the intended target site: stomach was gaining access to the target site difficult? Yes (first attempt user felt the needle punction is very tight) was puncture of the targeted site difficult? First attempt user felt the needle punction is very tight, and second attempt cannot be advanced. Was force required on insertion of device into scope? Yes was resistance felt while inserting the device through the scope? Yes what is the scope manufacturer and model number that was used? Olympus how many samples were obtained (passes completed) with this needle? 2 did any section of the device detach inside the patient? No was it possible to be fully retract before removing the needle from the patient? Yes did the patient require any additional procedures as a result of this event? No if additional intervention was performed, was it during the same procedure as the device failure or was it scheduled for another day? Changed to another 19g needle to complete the procedure.